Manufacturer narrative:
Although the doctor provided identified three (3) different shades associated with the black specks, she could not verify which lot was used on each patient. The lot numbers involved in the alleged incidents include lot number 464719, 481936, and 3871703. Specific patients' information with regard to age, gender, and weight were not provided. The office reported that the doctor removed the restoration and repeated the procedure for each of the patients. To date, the patients are doing fine. Lot 464719 and 481936 were not returned and the lot numbers provided were incorrect; therefore, no evaluations could be conducted. A visual inspection of the returned product for lot 3871703 was evaluated, yielding results within specifications. The paste appeared to be homogenous and free of contamination. A DHR review revealed that there were no deviations from the manufacturing process.

Event description:
A doctor's office alleged that black specks were present in the sonicfill composite after light curing restorations for several patients.